Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event and at the time of this report, the patient remained hospitalized. On an unreported date, during hospitalization, the patient began unspecified treatment for the event (no further detail). At the time of this report, the patient was not recovered from the peritonitis. It was not reported if dianeal therapy was ongoing. No additional information is available.